Manufacturer narrative:
(B)(4). Batch # u5ez1x. (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with twenty-four ecr45g reloads present. The reload (b) was received with the left side fully fired and the right side partially fired 1/10, with the pan detached, the reload body, the one piece sled and some drivers were noted to be damaged. The reload (c) was received fully fired. Reloads (d to y) were received sterile. In addition, the knife was noted to have nicks. The device was tested for functionality in the straight position with a returned reload (d) and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife and the reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additional information received: surgery performed by cardio-thoracic surgeon; vats bilobectomy rmk and rok + endo CABG lima-lad ygraft frima-mo. Indication: severe 3 taks coronary suffering at nsclc right lower lob. The incomplete stapling (failure of device) resulted in a severe bleeding of the lung and hemodynamic instability as the lung artery wasn't stapled. The patient had been urgently connected to the heart-lung-machine. Outcome: bad. Info out of operational notes: last remaining is the bronchus. This one is cut with the endostapler but the staple line detached completely with air leakage and a severe bleeding. Because of this we get hd instability with low rr for which a quick ecc is required via the right groin (inguinal). After this the hd restores quickly. On the invos, a short dip could be noticed and this one restores quickly. Execution of a mini-thoracotomy lateral ic 3 right side; removal of 2 lobs by using endobag. After suction of the blood, we found a damaged segmental branch and a completely open bronchus without any staples. Repair of the segmental branch by suturing. The bronchus is closed by separate stitches vicryl 3/0. During the water test (leak test?), there is no leakage. Closure of the mini-thoracotomy and continued with bypassing. Further progress on ite: because of the failure of the stapling when cutting the bronchus and also damage to a segmental branch, there was a hypoperfusion for some minutes and need to move quickly to ECMO. The initial post-operative progress on ite was marked by a revision because of hemothorax and sudden blindness (dd emboligen dd based on hypoperfusion). Mr brain showed recent ischemia, mainly occipital but also on other parts of the brain. On the evening of may 14, suddenly development of high oxygen need with severe desaturation and quickly ascending lactaat, wv stabilization and intubation. On (B)(6) finally stopped sedation. Neurologically, little response for which a CT of the brain was executed which showed additional softened zones on different parts of the brain. During that same evening, development of pulmonary edema with again desaturation. Both because of the neurological infauste prognosis and after extended consultation with the family it was decided to move to comfort therapy. Patient deceased on (B)(6) 2021. Stapled 4-5 times with the stapler; first time this reload was used. Additional info received during discussion with surgeon ((B)(6) 2021): the problem occurred towards the end of the procedure. He used the powered stapler and white reload to staple the inferior pulmonary vein (this went without problems). He anatomically exposed the bronchus and then placed the powered stapler (with a green reload) on the bronchus and fired it. Stapler sound was normal (blade moving forward and backward) - nothing strange noticed during firing. When retracting the stapler, he noticed that there were loose staples hanging on the jaws of the device. The bleeding was noticed when looking at the bronchus. " note: at this point it was realized that not only the bronchus was being examined, because that would have only caused an air leak and no bleeding. The blood vessel must have been in the stapler's mouth remark: surgeon indicated that a green charger should also work on a blood vessel. This is not correct (white charger is indicated for blood vessels, especially if it is such a small vessel). The patient was already in the supine position (because of the endo CABG) which, according to the surgeon, saved his life at that time (the bleeding could not have been controlled in the side position), and was immediately put on the heart-lung machine. The hemorrhage was localized (small segmental branch of the pa) and monitored with a single stitch. The bronchus (which was not stapled, just cut) was sutured with sutures to stop the air leak. The patient was able to wake up after the procedure and was pulmonary well. The patient had sudden visual loss due to an ischemia of the occipital lobe -> important to know that the patient also experienced this after a previous unrelated procedure. Estimation of the surgeon is that this is due to a structural narrowing of the occipital lobe blood vessels. After treatment, the patient regained his vision. During dinner, the patient choked on a sandwich. This caused hypoxia (insufficient oxygen in the blood). After this, the patient had to be intubated, after which it quickly went downhill. Additional information was requested, and the following was obtained: what was the patient diagnosis and indication for surgery? Main coronary trunk stenosis + nsclc in right lung (hence double lobectomy of middle and lower lobe) did the patient undergo any radiation or chemotherapy? No what bronchus and segmental vessel were stapled? Were they stapled together or separately? Right lobar bronchus, small segmental branch of the pa is it the surgeons common practice to staple the bronchus and major vessel together? No did the surgeon intend to staple bronchus and segmental vessel together? No. Were there any staple formation issues noted? If so, describe shape. Yes, when withdrawing the stapler the surgeon noticed unformed staples clinging to the jaws. Staple line had not been formed on the bronchus. Can additional information be provided on what is meant by partially stapled? When looking at the reload, some drivers had come up but many others had not were any clips used in the vicinity of stapler firing? No.

Event description:
While stapling the bronchus together with a major blood vessel, the stapler cut but only partially stapled. This resulted in a bleeding and oxygen leak. As a result, the patient suffered from a stroke. The initial surgery, when the issue happened, was on wednesday (B)(6). The sales rep got informed on monday (B)(6). On monday morning when the sales representative got notified, the patient wasn't stable yet.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with twenty-four ecr45g reloads present. The reload (b) was received with the left side fully fired and the right side partially fired 1/10, with the pan detached, the reload body, the one piece sled and some drivers were noted to be damaged. The reload (c) was received fully fired. Reloads (d to y) were received sterile. In addition, the knife was noted to have nicks. The device was tested for functionality in the straight position with a returned reload (d) and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife and the reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance reload b: ecr45g, u5d38j, the left side fully fired and the right side partially fired 1/10, with the pan detached and the reload body damaged. Reload c: ecr45g, u5d38j, fully fired. Reloads d and e: ecr45g, u5cz0u, sterile. Reloads f to y: ecr45g, u5d38j, sterile. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati the rdl materials lab, the cartridge was examined using optical microscopy and the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). The optical imaging shows the damage to the deck of the cartridge along with the knife slot wall and the sled. The sem showed the damage to the tips of the staples that remained in the cartridge. The eds allows for elemental analysis of the surface of a component and showed traces of stainless steel on the damaged staple tips.